Event description:
It was reported that the patient had an infection in the pocket of their implantable neurostimulator (ins) which affected the battery and lead components of the system. The patient did experience discomfort with the infection issue. The infectious organism was unknown. The patient¿s physician choose to remove both the ins battery and lead and was going tore-implant at a later date. The patient outcome was reported as recovered without sequelae. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial # (B)(4) showed no significant anomalies and was functionally okay. Analysis of lead model 3889-28 lot # va0gvdv showed no significant anomalies. The continuity was acceptable with no shorts were seen between circuits.

Manufacturer narrative:
Product ID 3889-28, lot# va0gvdv, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.